Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: he has been experiencing high blood glucose (bg) levels since (B)(6) 2013. Patient reports that his bg numbers have registered hi on the glucometer and also into the 500¿s mg/dl. Patient says that on (B)(6) 2013, he did feel very nauseous: he was out of town during that time at a wedding, in a time zone one hour different from home and did not reset pump for the time difference. Patient says that he changes out his cartridge every 5-7 days as recommended by hcp but changes and rotates insertion site every 3 days. Patient did report that he reused his tubing on (B)(6) 2013 until he went to the pharmacy to get new supplies. Since elevation in blood glucose levels, patient has changed site/set/cart. Patient has changed out insulin/site and patient says that his bg levels have still been running slightly high, but this is usual for him, his endocrinologist says that this is normal. He contacted the endocrinologist¿s office on (B)(6) 2013 and was instructed to call animas for troubleshooting of the pump. The patient's basal rates and I:c ratio/bg target/isf were not changed or reviewed then. Patient continues to correct bg levels with boluses via the pump, and feels very nauseated. Cs found no issues with the pump and recommended that patient follow up with hcp to have basal and set up advanced screen 7 settings reviewed. Also recommended that patient discuss possible changes with ifs /site. There is no indication of pump malfunction. This complaint is being reported as a patient on pump therapy experienced hyperglycemia, possibly influenced by use error of reusing the tubing.

Manufacturer narrative:
Follow up #1 submitted: (B)(6) 2015: device evaluation: review of the black box data revealed the last basal delivery and the last bolus delivery was recorded on (B)(6) 2014. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. There were no errors, alarms or warnings related to the complaint in the pump history. The pump was exercised for 29 hours without errors, alarms or warnings occurring and the pump was found to be delivering insulin as intended without malfunction. Investigation did not duplicate the complaint.